Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulty rewinding pump. Customer reported that insulin pump would continue to go back into the rewind process after rewinding. Customer was able to resolve issue. Customer's blood glucose was 400 mg/dl.